Manufacturer narrative:
(B)(4). Batch # r58r03. Investigation summary ==> the ec60a device was received for analysis with no apparent damaged and with a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the surgeon was using the echelon 60 and had it closed on the bowel as per normal use. As he went to fire the device it wouldn¿t fire, the device then because stuck to the bowel. A contour device was opened to cut the bowel and remove the trocar with the echelon still on the bowel.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient has now been discharged no consequence or change to post op care.